Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the buttons on the keypad were under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014, not (B)(4) 2014 as previously reported.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2014 with the following findings: the original complaint could not be duplicated. All of the buttons on the keypad responded to button presses and were functional. The keypad had no visible signs of damage. There was no contamination found when the keypad cover was removed. The pump was opened for investigation and there were no signs of damage or contamination visible on the keypad flex or connector.